Manufacturer narrative:
On 02/22/2016 a medtronic representative, following-up at the site, reported there was no charring, however, there was some visible deformation of the cooling catheter plastic at the distal end. Two minutes for each ablation. Two ablations for a total of 4 minutes on-time. 10 millimeter fiber kit. Slight deformation of the distal end of the catheter required close visual inspection to even see. There was no clinical impact known or reported post-op and no delay to the procedure. On 03/01/2016 update from medtronic representative. Full ablation was completed as expected. They noted the leak when removing the catheter at the end of the procedure. No real impact on procedure, so no resolution was necessary. The site kept the damaged catheter for their own internal process, and may have disposed of it. Return of suspect .4mm core fiber 10mm tip vclas has been requested. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a laser induced thermal therapy procedure, cortical grey matter (dysplastic), they experienced a leak of saline near the proximal end of the cooling catheter. The leak was noticed when removing the patient from magnetic resonance imaging (MRI) bore (saline-saturated towel under patient head). Once catheter was removed from the patient, passing saline through the cooling catheter circuit with the fiber insertion port lightly plugged, resulted in visible dripping of saline between the proximal end of the catheter and the blue shrink wrapping. The thermal therapy system has a 15w laser. Power setting was 60%. A slight deformation of distal tip of cooling catheter was also seen post-op. The surgeon completed the procedure with no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that only the laser diffusing fiber (ldf) was returned, not the cooling catheter system (ccs). Not able to confirm the reported failure. Engineering analysis of the ldf found that the ldf did not show any signs of deformation; device was fully functional and met specifications. Engineering analysis does not believe the ldf contributed to the event. A software investigation was completed and is functioning as designed.